Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported paddle lead had moved and as such surgical intervention was undertaken on (B)(6) 2024, wherein the paddle lead was repositioned, and butterfly anchors were used and thereby restoring therapy.